Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. It was also noted that the distal lv (low voltage) electrode of the lead was covered in blood and the visual summary analysis indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician had difficulty advancing the lead into the safesheath. Upon removal of the lead the helix was found to be extended and bent. It was noted that the lead was never advanced outside of the sheath nor deployed into patient. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.